Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's trustee that after device replacement the patient continued to touch the incision site, developed an infection subsequently died. Additional information obtained from the clinic noted the patient did develop a pocket infection and declined to have explant. An incision and drainage was performed. The cause of death was not known and the patient was on hospice at the time of death.